Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the pacing lead was damaged due to patient anatomy. Two pacing leads were attempted with the same result. A third lead was placed successfully. No patient complications have been reported as a result of this event.